Event description:
Caller stated the prometra pump has now failed. Then caller stated "he (medical staff) came to fill the prometra pump on (B)(6), and then in (B)(6), he came again, and he pulled out all the medicine, so obviously it (medicine) didn't distribute. He said the pump was fine, but there must be a kink in the line, and we need it replaced." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).